Event description:
Customer reported no delivery alarms on her insulin pump. She changed her infusion set and it took a long time for insulin to come out. Customer's blood glucose is 367 mg/dl. In troubleshooting, insulin did not exit during a fixed prime. Insulin exited the tubing when manually pushed. Customer reinserted the reservoir and ran manual prime and the device alarmed. The device failed the displacement test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage on the force sensor resistor. No error alarm or no delivery alarm could be verified due to the motor error alarm. The insulin pump passed the displacement test. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked belt clip slot, and a broken reservoir tube lip. The motor passed the motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.